Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. Patient reported the bluetooth light did not blink and did not find the implant when they place the device over the implant since the beginning of this year. Patient stated they called in the past regarding the issue. Patient stated the device takes a long time to connect. Patient stated they get 1-2 bolus a day but had not been able to get a bolus since this year. Agent assisted patient with deleting the data on the handset and device connect to pump very fast. The troubleshooting steps taking on the call resolve the issue.